Manufacturer narrative:
The pt expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt came into clinic with elevated white blood count and then had a head bleed. The pt had a fungal infection in the right leg. While in the hospital, the pt was doing fine and then had a sudden change in mental status. The pt expired on (B)(6) 2013 and no autopsy was performed.